Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device a the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.